Manufacturer narrative:
An intralase clinical applications specialist evaluated the facilities surgical, cleaning and sterilization technique and provided recommendations. The day before, an intralase field service engineer evaluated the laser, optimized power and performed preventive maintenance (pm). The laser performed within specifications.

Event description:
Approximately at the beginning of may the intralase fs laser was used to create a corneal flap for lasik surgery. Postoperatively the patient presented with diffuse lamellar keratitis (dlk). A flap lift and rinse was performed, the patient responded to treatment and the dlk has resolved. The patient's current ucva is 20/20. The patient's pre-op bcva is unknown. The association between the event and the device is unknown.